Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 418 mg/dl, at the time of incidence. Customer was treated with bolus for high blood glucose level. The customer reported that they had insulin flow block alarm. Customer did change the infusion set for five time. Customer reported that the insulin p ump was not working. The insulin pump will be returned for analysis.